Event description:
It was reported that a signal artifact monitor (sam) episode occurred on this pacemaker system due to noise from the minute ventilation (mv) feature on the right atrial (ra) channel. There was also noise and oversensing observed on the ra channel on a previous atrial tachy response (atr) episode. There were no out of range impedances measurements, but there were a few high pace impedance spikes observed on the ra channel up to 1033 ohms. The ra lead is not a boston scientific product. Boston scientific technical services (ts) discussed the appearance of the mv signal with the boston scientific representative and suggested to turn on the remote monitoring sam alert and consider programming the device to unipolar pacing and bipolar sensing. The patient was noted to be pace dependent in the right ventricle and only paces 8% in the right atrium. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).